Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific received information that this implantable lead experienced a lead safety switch. This lead was found in unipolar configuration. Stored atrial tachycardia response events due to noise were observed. Thresholds were reported as variable. The patient reported they recently moved in close proximity to a power plant. The patient had reported shortness of breath. Boston scientific technical services was contacted whom suggested repeating threshold tests at 6 volts and stepping all the way down. Currently, this lead remains implanted and in service. No adverse patient effects reported.